Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The insulin pump functioned properly. The insulin pump had a corroded battery tube and corroded battery cap contact noted during visual inspection. The insulin pump was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
A customer reported via phone call indicating that they were hospitalized for high blood glucose levels. The customer stated they inserted the amount of carbohydrates and blood glucose in the pump to make the correction, but their insulin pump does not work. There were no further information given about the hospitalization or what may have caused the high blood glucose.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.